Manufacturer narrative:
It is unk when the event occurred as this info has not been provided. The patient was on v.a.c. Therapy from (B)(6) 2015 time period. There have been several attempts made to gather additional info, but there has been no response.

Event description:
The following info was reported to kci by the patient: the strap on the carrying case allegedly broke, and the patient got tangled in the tubing, subsequently fell and broke a vertebrae. No additional info is available. There have been several unsuccessful attempts made to obtain the v.a.c canister lot number, therefore a device history review could not be performed.

Manufacturer narrative:
The brand name was corrected from v.a.c. Canister to activ.a.c. Canister.